Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt has approximately 100 degrees angulation of the proximal aortic neck. On an unk date in (B)(6) 2012, a f/u computed tomography scan revealed a proximal type I endoleak, including loss of proximal seal. It was reported that the stent-graft had come off the aortic wall, with blood flowing around the device and filling the aneurysmal sac. On (B)(6) 2012, the physician performed an open aorto-bi-iliac bypass procedure, and explant of the stent-graft. The pt tolerated the procedure. The device was discarded at the facility.